Event description:
On (B)(6) 2025, the user reported that at approximately 1:30 am cst they stopped receiving insulin delivery, and by the time of the call their blood glucose (bg) was 401 mg/dl. The agent attempted to guide the user through a supply change, but an ¿unable to proceed¿ alert occurred on four attempts, including during a dry run. The agent advised that the ilet would need replacement. No medical intervention or outside assistance was required, and the user reported no symptoms.